Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laparoscopic hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced abdominal pain ("I am bloated, very sore though") and abdominal distension ("bloated"). Essure was removed. At the time of the report, the abdominal pain and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: abdominal distension, pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2019: quality safety evaluation of ptc. New event added: medical device removal. Case category upgraded to incident. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.